Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The DHR was provided to olympus for review. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. All receptacles on the unit are push-pull. Damage often occurs when the user attempts to twist the connector when disconnecting, this will damage the pins internal to the connector and result in the reported phenomenon. Per the device IFU (spl-IFU rev am, page 4), "do not twist or turn the transducer or footswitch plugs when connecting them to the generator; equipment damage may result." Olympus will continue to monitor complaints for this device through regular trending activities.

Manufacturer narrative:
The generator and transducer were returned to olympus for evaluation. The transducer(s) were tested and were confirmed to be working as per the manufacturer's standards. The generator was visually inspected and it was found that one conductor inside the connector is pushed in and not connecting to the transducer. The cause cannot be conclusively determined.

Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl), the shockpulse machine was not working. Error messages were received. A second transducer and multiple new probes were used to no avail. As a result, the procedure was abandoned. The patient was sewn-up and the case was rescheduled for a later date. It was reported the current condition of the patient is unknown.